Manufacturer narrative:
Corrosion was noted within the device.

Event description:
The micro sagittal saw was sent in for eval due to overheating during a procedure. No adverse event was reported. The procedure was completed with the same device.